Event description:
It was reported to philips that the heartstart mrx defibrillator conducted a stimulus and then stopped. The patient died.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.